Event description:
The customer reports that on the second field of a treatment, the therapist expected to get an override request for the couch vertical but it never was requested and they were able to treat the field. The patient was recorded in mosaiq as having an override even though the override was not entered. The customer further reported that there was at least one other error message that was observed and clicked through during this sequence, but are not certain about what that message was. No misadministration or serious injury was reported as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.